Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) will not boot up after the unit lost power due to the hospital having power issues. The cns shows the initial splash screen and stays there. Nihon kohden technical support (tech support) had them remove the drive originally in the primary drive and boot up with just the backup drive. The cns booted up and is functioning. They will need to order new drives for this unit. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) will not boot up after the unit lost power due to the hospital having power issues. The cns shows the initial splash screen and stays there. Nihon kohden technical support (tech support) had them remove the drive originally in the primary drive and boot up with just the backup drive. The cns booted up and is functioning. They will need to order new drives for this unit. No patient harm was reported.